Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a protege exerflex self-expanding stent was implanted in an unknown target lesion. Approximately 55 months post-index procedure, it was reported that the patient expired. The cause of death is unknown.